Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer's representative originally the device was on their right side in the abdomen area, but it flipped, so the healthcare provider (hcp) replaced the device and moved it to the right side in the lower waist area. Relevant medical history includes non-malignant pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.